Manufacturer narrative:
On (B)(6) 2018, it was reported that the unit comb needs replaced. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) implemented a serial number logbook to correct this issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the comb was damaged and the ratchet does not fit and the roller, worn bushings, worn side plates, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on february 7, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller, roller gear, side plates, and carrier guide were all worn. The ratchet end of the roller gear was slightly damaged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that zimmer skin graft mesher comb needs replaced. Device evaluation identified a damaged comb. No other information was provided regarding the event timing or impact to patient/user. No adverse events were reported as a result of this malfunction.